Manufacturer narrative:
Date is approximate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type ii and spinal pain. It was reported that the patient had increased pain in the second metatarsophalangeal (mtp) joint and a lack of coverage in that area as well as the first and second digits. The rep said that factors that could have led to the issue included falls and an additional hand surgery. The rep checked impedances and there was a possible short on electrode 0. The rep reprogrammed the patient and it was noted that the issue was resolved at the time of the report. The patient's medical history included crps and multiple wrist surgeries. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the coverage has improved for the patient since surgery to repair a nerve in right wrist. Possible open noted at electrode 0.